Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-16121. The pt has two leads, and one is placed subcutaneously (off-label). It was reported the pt felt a change in stimulation and lost pain relief approx 2 weeks ago. Reprogramming was unable to resolve the issue. X-rays showed both leads had migrated. Surgical intervention will be taken to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.